Event description:
Procedure: hernia. According to the reporter: when doing a test, the device fell apart. No patient contact or injury reported. There was no unanticipated tissue loss, no bleeding reported in excess of 500cc, the case was not extended by more than 30 minutes, no device fragment or component fell into the patient's cavity, no device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).